Manufacturer narrative:
A service record (sr) was opened to address the reported event, but the sr was later, cancelled at the request of the customer. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event was inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, an ophthalmic operating console would not allow the handpieces to perform phacoemulsification. They tried multiple handpieces, however the issue was not resolved, then the surgeon pushed through the system to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).